Event description:
It was reported that the patient was experiencing inadequate stimulation despite the settings being optimized. Additionally, numbness on the right foot was noted. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.